Event description:
Healthcare professional (hcp) reported a patient was injected in the prejowl sulcus with juvéderm voluma® xc. Approximately 2 weeks later, patient developed a cyst-like formation. Five days after the symptoms first appeared, patient was treated with doxycycline 100mg bid. 5 days later, aspiration performed and sent for culturing. Result noted negative growth. A week later, patient was prescribed amoxycillin 500mg. Symptoms are ongoing.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.